Event description:
It was reported that during an osteotomy of right femur, the guide pin broke inside the patient's femur. All broken pieces were removed and this was confirmed by post-op imaging.

Manufacturer narrative:
UDI no: (B)(4). No product was returned, hence visual or dimensional inspection could not be completed. No lot number was provided; hence DHR could not be completed. If more information is received, this investigation will be reopened.